Event description:
It was reported that the device had possible circuit damage, over current detection, and decreased hv lead impedance. The patient was admitted to the ICU. The physician program- med the svc coil off and turned on all patient notifiers. The patient remained admitted, and no testing was performed. No further information is available.

Manufacturer narrative:
Na

Event description:
Continual alarms on continuous renal replacment therapy (crrt) machine for "access extremely negative" for last 24 hours (or more). There were frequent reset-ups and recircing done. Renal fellow aware and was considering new device. Upon arrival this am, I attempted to troubleshoot the filter. I clamped the arterial access and used 0.9 normal saline flush wide open as arterial source. However, the machine continued to have "access extremely negative" alarm. Continued to run by pushing continue multiple times, and was able to give him most of his blood back. No large clots seen in the system. Dialysis rn called to look at machine. Set up and machine saved, and left on. Biomed called and was advised to turn off machine, dispose of set up, put tag on machine, and put in back room. New crrt machine to be used.

Manufacturer narrative:
The reported anomaly of low impedance was verified. A polish mark was observed on the ICD can. It is believed that the lead rubbed against the can in this location and that the lead insulation wore through so that the lead conductor was in direct contact with the ICD can. The next time the device attempted to deliver hv therapy, a short circuit between the lead conductor and the ICD can was detected and the sosd alert resulted. The device tested normal on the bench and during automated electrical testing.